Event description:
It was reported that vulcan generator seems to have a short in it, won't work. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Rf generator did not fail for a short but did fail for ¿rf disabled-check return electrode¿ error message and audible alarm. Cause of errors and alarm was a defective electronic component on the rf board. Unit passed functional testing after rf board was replaced with a known good rf board. The complaint was confirmed and a root cause has been associated with an electrical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.